Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window/case, cracked case at display window corners and broken belt clip slot.

Event description:
*It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 176 mg/dl. Customer stated that the inuslin pump may have been exposed to moisture. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.